Event description:
Caller reported a malfunction on the pump, identified as malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer was assisted by technical support in resetting the pump, which resolved the issue, and was instructed to continue using the pump. The caller acknowledged and understood the guidance provided.